Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft4 IV assay results from one patient sample tested on the customer's cobas 6000 e 801 module with unknown serial number and the investigation site's cobas 6000 e 801 module with serial number (B)(6). The initial result was not reported outside of the laboratory. The date of blood sampling was used as the date of event. The reporter alleged that the thyroid data balance was poor and was discrepant with the patient's clinical condition. They then sent the patient sample to the investigation laboratory and submitted it to an outsourced laboratory for further investigation. This MDR is for the ft4 iii assay. Please refer to: MDR with a1. Patient identifier (B)(6) for the ft4 IV assay. Please refer to the attachment (B)(6) for the table containing the highlighted questionable results.

Manufacturer narrative:
The ft4 iii reagent lot number used at the customer site's e 801 was requested but not provided. The ft4 iii reagent lot number used at the investigation site's e 801 is 700216 with an expiration date of 01-jan-2024. The investigation determined that for the differences in the ft4 values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods and the standardization methodology used. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation with the normal reference ranges of the assays of the different analyzers. Based on the information provided, a general reagent issue can most likely be excluded.